Event description:
The procedure was to treat a lesion in the mid right coronary artery (rca) with heavy calcification. Pre-dilatation was performed with a trek balloon and a non-abbott stent was implanted. Post-dilatation was performed with the 3.5 x 12 mm nc trek; however, a perforation occurred. The 3.0 x 16 mm graftmaster was advanced; however, resistance was noted with the calcium during advancement and removal, and the stent dislodged. An unknown balloon was used to crush the graftmaster, and a non-abbott stent was used to embed the graftmaster in the proximal rca. The 3.0 x 19 mm graftmaster was then implanted to successfully treat the perforation. The patient was discharged on (B)(6) 2012 in good condition. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of perforation is also listed as a known adverse event in the nc trek instruction for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The graftmaster is being filed under a separate medwatch report.